Event description:
It was reported that during total hip arthroplasty, hex tip section of screwdriver fractured during insertion of acetabular rim screw. Tip remains in the hex of the implanted screw component.